Manufacturer narrative:
At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It was reported that boston scientific technical services (ts) was called for a consult and found high out of range shock impedances on the right ventricular (rv) lead and far field oversensing on the right atrial (ra) lead. Programming options were discussed. The device and leads remain in service. No adverse patient effects were reported.